Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred, causing the customer to experience an elevated blood glucose level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus and an insulin injection were administered to address bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.